Event description:
The manufacturer representative reported a patient was experiencing swelling at the pump site. The patient was treated with three rounds of antibiotics, antiinflammatory agents, and device removal. The patient has not had a new pump implanted and is doing "ok" on oral medications. The drug used in the pump was fentanyl. Additional info has been requested from the hcp but was not available on the date of this report.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete. The event was reported from the field representative; retraining has been conducted.